Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the vitrectomy probe could not cut prior to a surgical procedure. Additional information has been requested.

Manufacturer narrative:
No probe sample was returned for evaluation for the report of not cutting before surgery; therefore, the condition of the product could not be verified. A review of the related device history records associated with reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria in january 2015. A complaint history examination indicates there were no other complaints for the reported issue. Because a sample was not returned by the customer and the device history record reviews associated with the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).